Event description:
The patient stated in 2007, his blood glucose was elevated in the range of 476-555 mg/dl. His normal blood glucose range is 84-140 mg/dl. He stated he injected 32 units of humalog to lower his blood glucose. He stated he felt confused, nauseous, and his body ached. He stated that before bed, he bolused 4 units and discovered the outer tubing of his infusion set had separated near the luer lock. He stated he changed his infusion set and bolused another 4 units of insulin. The patient stated that the next morning his blood glucose was 45 mg/dl and he ate breakfast without a bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.